Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer also states the pump beeped and said check blood glucose and then it said sensor updating, it said her blood glucose was low, she ate and it was still saying low blood glucose when checked her blood glucose went up to 495 mg/dl. The insulin pump will not be returned for analysis.